Manufacturer narrative:
In addition, during inspection and testing, the reported issue (cloudy image) was confirmed and found to be caused by a cracked objective lens. Service also found the bending angle was out of specification due to wear of the angulation wire, and the insertion tube was rotating too much. Scratches were observed on multiple parts due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a cloudy image. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the objective lens had fallen off. This report is being submitted for the malfunction found during evaluation (objective lens fell off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.